Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out, the right atrial (ra) lead exhibited high out of range pace impedances, noise and oversensing when connected to this new implantable cardioverter defibrillator (ICD). The impedances were greater than 2000 ohms. The lead was tested via a pacing system analyzer which did not yield any abnormal values; however, when the physician connected the lead to an ep system, noise was observed. At this time, this ICD and the existing lead remain in service. It was suspected that the lead was fractured, but that could not be confirmed via x-ray or fluoroscopy. The patient is not dependent on atrial therapy. No adverse patient effects were reported.